Manufacturer narrative:
The referenced gastrointestinal (gi) bleed) was reported under medwatch MFR report #2916596-2018-02583. Approximate age of device ¿ 1 year and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad produced continuous low flow alarms overnight and the morning of (B)(6) 2018. At the time of the event the patient was admitted for gastrointestinal (gi) bleeding. Mean arterial pressure (map) was in the 80¿s mmhg. The patient was asymptomatic. A ramp echocardiogram (echo) on (B)(6) 2018 revealed the aortic valve (av) opening every beat and the left ventricle (lv) was not unloading appropriately. On (B)(6) 2018 the patient underwent exchange. During the procedure it was observed that the lvad outflow graft was twisted. No additional information was provided.

Manufacturer narrative:
The report of low flow alarms was confirmed through the evaluation of the submitted log file; however, a specific cause for this finding could not be conclusively determined through this evaluation. Additionally, the evaluation of the returned explanted pump could not confirm the report of a twist in the outflow graft due to the condition the device was returned. The pump was returned assembled with the percutaneous lead (driveline) cut approximately 11.5 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump's outlet port. Approximately 1 inch of the sealed outflow graft was returned attached to the outflow elbow and an additional segment (approximately 1.5 inches) of the sealed outflow graft was returned detached from the device. Approximately 3 inches of the sealed outflow graft bend relief was returned detached from the device. The sealed outflow graft bend relief collar was also returned detached from the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-18782 also revealed no evidence of adhered or developed depositions or thrombus formations. The submitted log file contained data from (B)(6) 2018 at 6:32:59 am to (B)(6) 2018 at 9:45 am. A constant low flow hazard alarm was active for the duration of the file. It was noted that the estimated flow was below 2.5 lpm during these events. The pump speed remained above the low speed limit for the duration of the file and the system appeared to be operating as intended. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use (IFU) for the heartmate ii left ventricular assist system contains information regarding pump speed, power, flow, and pulsatility index. This IFU addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. This document also provides details regarding the surgical procedures used to prime and install the sealed outflow graft. This section explains that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.